Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the grippers the patient usually gets were out of stock. Also tried to use it normally and knew it was the same catheter. And stated that the lubrication was a little different and inserted it too far which caused some internal damage. Patient was not sure what was the damage and said there was a little bleeding and did not get medial attention for that. However was in close communication with his urology department. It was unknown what medical intervention was provided for damage and bleeding.

Event description:
It was reported that the grippers the patient usually gets were out of stock. Also tried to use it normally and knew it was the same catheter. And stated that the lubrication was a little different and inserted it too far which caused some internal damage. Patient was not sure what was the damage and said there was a little bleeding and did not get medial attention for that. However was in close communication with his urology department. It was unknown what medical intervention was provided for damage and bleeding.

Manufacturer narrative:
The reported event was confirmed use related as patient was not followed the catheterization procedure. The potential root cause for this failure mode could be due to "lack of training on appropriate insertion technique, user error". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The DHR review is not required as the event is use related, however, a review was completed prior to this confirmation. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for use review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. 6. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.